Event description:
It was reported that the patient presented remotely via merlin.net with the insertable cardiac monitor (icm) in backup operation. Following up in-clinic found that the icm was also unable to be interrogated via bluetooth telemetry. An error message appeared during the interrogation attempt, and the issue was not resolved. No further intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported event of device reset was confirmed. Based on the information provided, it was determined that the device experienced power-on resets due to event queue overflow. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery. No other anomalies were found.